Manufacturer narrative:
D6: device returned with no lot identification h6; damaged opening mechanism based upon the info received and the visual examination, it was concluded that instrument a was returned with a damaged firing mechanism. Instrument b was returned with a damaged opening mechanism. Instruments c and d were returned in good physical condition. No testing could be performed on a and b due to their returned condition. No conclusion could be reached as to how this damage occurred. Instruments c and d were cycled, fired, cut, and formed the staples within design specification.

Event description:
It was reported that the ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate that on the second firing, the firing trigger would not move in the middle of the firing process. There was no consequence to the pt.